Event description:
It was reported that the patient's unit had caught on fire during a car ride. The patient did not have any injuries, however they did not have oxygen from the unit for the rest of their car ride. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was not returned for evaluation.